Event description:
Ventilator touch screen locked. Pt able to get breaths but no changes could be made to the ventilator. Dates of use: 2008. Diagnosis or reason for use: pt with respiratory distress.